Manufacturer narrative:
Please see MFR # 3012307300-2018-02099 for related device incident.(B)(6).

Event description:
It was reported that after a change of extension set and during the priming of the pump cassette, the pump alarmed "high pressure". The nurse changed the pump and the same alarm happened. The alarm disappeared only when the nurse attached a cassette from another lot number. No patient or clinical injury was associated with this incident.

Manufacturer narrative:
Device evaluation- one used sample was returned for evaluation. During functional testing the device was attached to an infusion cassette and the cassette was attached to an infusion pump. During the priming process the attached pump gave a "high pressure" alarm. The investigation determined that the fluid could not be infused past the filter area of the device. Visual inspection at this area showed the inner diameter was narrowed. The issue was determined to have bene caused by excessive solvent applied between the tubing and the filter during manufacturing that was not detected during 100% visual inspection. The manufacturing facility is in process of implementing corrective action for a previously observed issue. The solvent pots (operator dipping component in solvent and removing excess solvent) will be replaced by solvent dispensers (measured amount dispensed).